Event description:
The customer reported that erroneous thyroid stimulating hormone (tsh) results, above and below the normal reference range, were generated on a unicel dxl800 access immunoassay system for multiple patient samples over multiple days. This report is report two of two, and represents the erroneous high tsh result, above the normal reference range, generated on a unicel dxl800 access immunoassay system on (B)(6) 201. The initial erroneous result was reported out of the laboratory however there was no death, serious injury of modification to patient treatment associated or attributed to this event. The customer questioned the initial result after obtaining a tsh result within the normal reference range on (B)(6) 2011 for the same patient. Instrument calibration results were within the customer's established ranges prior to this event. Quality control results were within customer established specification during the timeframe of this event. No additional system information was provided by the customer. The tsh sample was a plasma sample. No additional patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
The customer declined service. A definitive root cause has not been determined to date for this event. Associated mdrs for this event: 2122870-2011-02273, 2122870-2011-02272.